Event description:
During aaa repair in 2008, the physician had difficulties releasing the trigger wire. The patient had a straight aorta and iliac vessels. During deployment, upon an attempt to remove the trigger wire, it would not remove. The physician pulled down the top cap, decided to remove the white trigger wire to open up the graft, then advanced the grey positioner to the top cap and then advanced up the sheath to the top cap. He then placed a 16 french sheath on the contralateral side and placed a coda balloon to stabilize the graft. The pin vise was loosened to pull down the top cap and release tension. The trigger wire was then pulled and was successfully removed after two hours. Patient outcome is unknown at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce the failure mode from occurring and/or reduce the probability of the worst case severity that could occur. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity that could occur. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device. The proximal trigger wire is verified to be placed/routed properly on the delivery system and through the appropriate locations on the stent graft on each device. Change has been implemented to the loading procedures that will possibly prevent damage to the trigger wire. One delivery system was received in an opened and used condition. The product was examined and determined that the returned product exhibits signs consistent with previous difficult to release trigger wire complaints. At this time, we are unable to determine the exact cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.